Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed off no power. The insulin pump did not turn on. The insulin pump turned off even with new battery. Customer's blood glucose level was not reported. Customer had to discontinue use of the device and revert to a backup plan of insulin shots. The device was not returned.